Manufacturer narrative:
The device was not returned to any of olympus locations. According to the information provided by the olympus service department, there were no errors or functional restrictions due to the failure of the power cord receptacle. If the power cord receptacle is further damaged, the device may not start up. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user reported that the connection for the power cable was defective during reprocessing. The olympus service department checked the device and found that the power cord receptacle was broken. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event may have been caused by aging degradation. The power cord receptacle may have been damaged by inserting or removing the power cord for normal use, because approximately 6 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.